Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer was experiencing noise. The analyzer passed incoming functional testing. However, the analyzer's pin sockets were damaged and therefore the analyzer was replaced.

Event description:
It was reported that the analyzer was experiencing noise. The analyzer was returned for service. No patient complications have been reported as a result of this event.